Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pains / pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6)-year-old female patient who had essure (batch no. A23471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding, lower abdominal pain, back pain, salpingectomy (tubal ectopic pregnancy), ectopic pregnancy and insomnia. Concurrent conditions included uti, mastalgia, menstrual irregularity, abdominal pain, migraine, headache, vitamin d deficiency, obesity and chlamydial infection. Concomitant products included docusate sodium (colace) and oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headache"). In (B)(6) 2011, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced infection ("infection (other)"). On (B)(6) 2016, 4 years 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced the first episode of menorrhagia ("increased bleeding during menstruation"), adrenal disorder ("problems with adrenal glands"), colitis ("colitis"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("menorrhagia"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with ibuprofen (motrin) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, infection, adrenal disorder, colitis, genital haemorrhage, gastrointestinal disorder, vaginal haemorrhage, the last episode of menorrhagia, migraine, headache, dysmenorrhoea, fatigue, weight decreased, abdominal pain, back pain and alopecia outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, adrenal disorder, alopecia, back pain, colitis, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, infection, migraine, pelvic pain, vaginal haemorrhage, weight decreased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: events started out minor and gradually increased in intensity. Diagnostic results: on (B)(6) 2011 hysterosalpingogram test done-result is total bilateral occlusion. Hysterosalpingogram test done - unspecified date and result. Patient undergo essure confirmation test. Migration of left essure tubal occlusion device now in llq confirmed by CT scan. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, device dislocation, colitis quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received, reporter added, lot number added, demographic added, events added are as follows- genital haemorrhage, gastrointestinal disorder, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue, weight decreased, abdominal pain, back pain, alopecia. Events onset date added, severity added- abdominal pain, lower back pain. Lab data updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/essure was located in the descending colon epiploica."), pelvic pain ("pelvic pains / pain"), the first episode of menorrhagia ("increased bleeding during menstruation") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding, lower abdominal pain, back pain, salpingectomy (tubal ectopic pregnancy), ectopic pregnancy, insomnia, multigravida (g3) and parity 3. Concurrent conditions included uti, mastalgia, menstrual irregularity, abdominal pain, migraine, headache, vitamin d deficiency, obesity, chlamydial infection, obesity, vomiting, diarrhea, colitis, iron deficiency and dysfunctional uterine bleeding. Concomitant products included docusate sodium (colace) and oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headache"). In (B)(6) 2011, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced infection ("infection (other)"). On (B)(6) 2016, 4 years 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced the first episode of menorrhagia (seriousness criterion medically significant), adrenal disorder ("problems with adrenal glands"), colitis ("colitis"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("menorrhagia"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with ibuprofen (motrin) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, infection, adrenal disorder, colitis, genital haemorrhage, gastrointestinal disorder, vaginal haemorrhage, the last episode of menorrhagia, migraine, headache, dysmenorrhoea, fatigue, weight decreased, abdominal pain, back pain and alopecia outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, adrenal disorder, alopecia, back pain, colitis, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, infection, migraine, pelvic pain, vaginal haemorrhage, weight decreased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: events started out minor and gradually increased in intensity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occclusion hysterosalpingogram test done - unspecified date and result. Patient undergo essure confirmation test. Migration of left essure tubal occlusion device now in llq confirmed by CT scan. Pelvic ultrasound: right essure appear to be in proper position. Left essure was not identified. Normal appearing endometrium (B)(6) 2016: computerised tomogram: diffuse haustral thickening involving the transverse colon may reflect colitis. Migration of left essure tubal occlusion now seen in the left lower quadrant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, device dislocation, colitis lot number a23471 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device/essure was located in the descending colon epiploica."), pelvic pain ("pelvic pains / pain"), the first episode of menorrhagia ("increased bleeding during menstruation") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding, lower abdominal pain, back pain, salpingectomy (tubal ectopic pregnancy), ectopic pregnancy, insomnia, multigravida (g3) and parity 3. Concurrent conditions included uti, mastalgia, menstrual irregularity, abdominal pain, migraine, headache, vitamin d deficiency, obesity, chlamydial infection and female sterilization. Concomitant products included docusate sodium (colace) and oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headache"). In (B)(6) 2011, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced infection ("infection (other)"). On (B)(6) 2016, 4 years 9 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced the first episode of menorrhagia (seriousness criterion medically significant), adrenal disorder ("problems with adrenal glands"), colitis ("colitis"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("menorrhagia"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with ibuprofen (motrin) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, infection, adrenal disorder, colitis, genital haemorrhage, gastrointestinal disorder, vaginal haemorrhage, the last episode of menorrhagia, migraine, headache, dysmenorrhoea, fatigue, weight decreased, abdominal pain, back pain and alopecia outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, adrenal disorder, alopecia, back pain, colitis, dysmenorrhoea, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, headache, infection, migraine, pelvic pain, vaginal haemorrhage, weight decreased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: events started out minor and gradually increased in intensity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Hysterosalpingogram test done - unspecified date and result. Patient undergo essure confirmation test. Migration of left essure tubal occlusion device now in llq confirmed by CT scan. Pelvic ultrasound: right essure appear to be in proper position. Left essure was not identified. Normal appearing endometrium. On (B)(6) 2016: computerised tomogram: diffuse haustral thickening involving the transverse colon may reflect colitis. Migration of left essure tubal occlusion now seen in the left lower quadrant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, device dislocation, colitis. Most recent follow-up information incorporated above includes: on 30-may-2018: essure lot number was updated. Event migration of essure device has been updated to essure was located in the descending colon epiploica. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.